Event description:
It was reported on (B)(6) 2012 that the patient did not have concerns with her device or therapy. The patient felt that there had not been enough time on in-servicing and teaching the product. The patient expressed a desire for additional help, as she had macular degeneration. Additional information received on (B)(6) 2012 reported that an impedance test was performed by a manufacturer representative; no issues were found. It was noted that the patient had memory issues; the complaints being received were a recurring issue with no explanation other than "standard positional changes."

Event description:
It was reported that the patient felt intermittent stimulation from the implantable neurostimulator (ins) and that the stimulation only "worked" for a few hours. She wouldn't feel the stimulation while shopping but she did not check the therapy during those times. The patient was very thin and the ins appeared to be tilted in the patient's body. An ear infection and muscular degeneration were also reported. Two appointments were scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot# n222292001, implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).